Event description:
A distribution contacted zoll on (B)(6) 2015 to report that a (B)(6) male pt developed a skin irritation down his side that was red and bumpy. The irritation was raw and open under the left therapy electrode pad. The pt reported using anti-itch cream, and his doctor had been notified of the situation. The doctor adjusted the pt's medications, which cleared the rash up. The irritation is gone.

Manufacturer narrative:
Device evaluation: electrode belt sn (B)(4) was not returned to the MFR. There is no indication of a device failure associated with this event. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.